Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6179739. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after IV insertion with a bd saf-t-intima IV catheter safety system 24 g x 0.75 in., the needle was removed but the safety mechanism failed to activate. There was no report of injury or medical intervention.